Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured during the preparation. There was no reported patient injury. Additional information was requested but not provided. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was received separated from the device, and the procedure sheath was not received for evaluation. The stopcock was observed open. The balloon was found fully deflated. In addition, the sealant was found in the manufacturing position fully covered by the sealant sleeves, the sealant was exposed to blood. In addition, no damages were observed on sealant sleeves assembly. The inflation/deflation test, as per the mynx control instructions for use (IFU) document was conducted. The findings indicated a balloon leak in the ballon of the returned device. Upon visual inspection at high magnification, a longitudinal tear was discovered in the balloon of the returned device. Based on the information provided, the condition of the returned unit, and the investigation conducted, a non-sterile "mynx control vcd 5f" device was analyzed. Visual inspection revealed that the balloon was fully deflated. The sealant was found in its manufacturing position, fully covered by the sealant sleeves, but exposed to blood. No damage was observed on the sealant sleeves assembly. Functional testing indicated a balloon leak, and microscopic examination revealed a longitudinal tear in the balloon, which caused the loss of pressure. However, despite the investigation, the root cause of the tear could not be definitively determined. Since this issue was found during preparation of the device, handling factors during prep are likely. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." The analysis did not provide evidence suggesting that the failure was related to the manufacturing or design process. As a result, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured during the preparation. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.